Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported patient was revised on left knee due to infection. Doctor did an I&d and removed insert. Sales rep also reported, the doctor left behind the locking wire of insert and did not see it until post-op. Patient was then taken back to or to removed the wire.